Manufacturer narrative:
Vygon has requested further information from the hospital. The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
When changing dressing noted steri-strips not sticking, lipids leaking from distal part of catheter beneath butterfly device.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one used catheter connected to a non vygon germany gmbh extension line as a faulty sample. The sliding clamp of the returned catheter was missing. A significant amount of dried solution remained in the extension line and on the catheter tubing. Additionally, organic residue was observed between the 16 cm and 17 cm markings. The attempt to flush the catheter with water was unsuccessful due to the presence of dried residues. However, microscopic examination revealed a tear located directly at the junction between the catheter tube and the extension line. The fracture surface was rough indicating that excessive tensile force may have contributed to the failure. The IFU states: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter to prevent kinking of the catheter if the patient flexes or bends the arm. Do not bend the catheter or the extension line permanently to avoid damage to the catheter. "Do not overstretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. In addition, a manufacturing defect can be excluded, as each catheter is flow and leak-tested during production, and the catheter reportedly functioned without leakage for 15 days, according to the customer. The customer noted in the pir that an alcohol-based disinfectant was used. However, the IFU states: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter undergoes flow and leak testing, and the tensile force and dimensions of the catheter and set components are randomly checked during production. A review of vygon USA's complaint data indicates that no additional complaints have been reported for lot 24e003d. Correction action: as each catheter is flow and leak tested during production, and the catheter worked well for 15 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
When changing dressing noted steri-strips not sticking, lipids leaking from distal part of catheter beneath butterfly device.